Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Admitting diagnosis: double-hit lymphoma (double hit dlcbl) relevant history: appears to be the 4th cycle.

Event description:
It was reported from the oncology floor during a 24 hour etoposide 100mg/doxorubicin 22mg/vincristine 0.4mg in 250ml normal saline infusion, the tubing set leaked. The event occurred on the last day of the 4 day cycle. Upon inspection, the leak appeared to be coming from the "pinholes" on the side of the filter. Gauze was wrapped around the filter to stop the leak. The bag and tubing set were changed about every 22 hours. There was no patient harm.